Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was electrically abandoned due to a product performance issue. The patient underwent a medical intervention to have the system turned off and a new system implanted surgically. No additional adverse patient effects were reported.